Event description:
It was reported that the patient presented to the hospital feeling symptomatic and had a merlin.net transmission transmitted. Upon reviewing the transmission, it was noted that the symptoms were missing in the transmission. The transmission was re-transmitted successfully with symptoms listed. The patient was in stable condition.